Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer eval/investigation pending product return.

Event description:
Consecutive protime microcoagulation system inrs 6.5 and 3.6 vs unspecified lab system inr 5.1. Coumadin dosage held for 3 days followed by protime microcoagulation system inr 1.4. Three days later, protime microcoagulation system inr 1.8 vs unspecified lab system inr 4.2. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.